Manufacturer narrative:
(B)(4). Visual inspection of the returned item found it to exhibits signs of repeated use (nicked or gouged) and has both bearing components disassembled / missing. The missing components were not returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a total articular surface provisional shim instrument was found missing ball bearings in warehouse inventory. There was no patient involvement.